Event description:
It was reported that dib00 intraocular lens was implanted. The patient is essentially plano and 20/20 in each eye and happy that he did surgery but persistently bothered a 360 degree mid peripheral halo/distortion effect in each eye. It goes away with sunglasses. The patient was also bothered by artificial lighting in any scenario, natural light seems to be ok. Additional information stated that patient had midperipheral 360 degree distortion, blurriness around the edges of things, light sensitivity with artificial and indoor lighting and daily activities are significantly affected. Patients pre op best correced visual acuity (bcva) was 20/20 ou, post-op uncorrected and best corrected visual acuity, post op vasc was 20/25 and 20/20, bcva was 20/20 ou. Upon further follow up, it was informed that patient had repeated short treatment with prednisolone phosphate/bromfenax combination drop tid x 1 week, then twice a day for 1 week (no apparent effect). Patient has persistent symptoms, recommended trial of vuity but not clear if patient has picked up, due back in clinic at the time of this report. No other information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140- hm-photophobia/increased light sensitivity-persistent : photophobia. Section h6: health effect - clinical code: 2140- hm-visual disturbance- dysphotopsia-transient : visual impairment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.